Event description:
It was reported that during a prostate procedure, the fiber did not vaporize properly @ 50,800 joules. Gland volume 60 ml. Time expended 15:00 minutes. The procedure was completed with turp. There were no damages to the patient.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits mild detritus adhesion; the glass cap exhibits moderate devitrification at the output location; the heat shrink tube is damaged at the open end; tested the fiber on the hene test fixture, aim beam is visible at the fiber cap; normal cap wear is observed. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.